Event description:
Health professional reported a tubing leak was first noticed when "no fluid was found in the band." The surgeon attempted to replace the port "in the office", but "tubing was completely transected with the tubing intra-abdominal." The surgeon removed the "old port" and did not replace it.

Manufacturer narrative:
Taper ii. Medwatch send to FDA on: (B)(4) 2012. The product associated with this report has not yet been returned. Based upon the serial number provided by the reporter the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."